Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette. This was noted during initial drain while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) advised the patient to start over with new supplies. There was no report of patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.